Event description:
During routine testing, the user found that the defibrillator would begin to charge but would shut down before charging was completed. There was no pt involved. Tests determined that the problem was caused by a partial short in transformer t1 in assembly 590119. The cause of the partial short could not be identified. The event is not occurring more frequently or with greater severity than is usual for the device.